Event description:
Middle-aged female with history of uterine fibroids and bleeding. Procedure: bilateral uterine artery embolism procedure. Superior hypogastric nerve block. 500-700u embospheres being pushed, and the catheter separated from the hub. Catheter exchanged without further problem. No known harm to patient. Manufacturer response for catheter, continuous flush, direxion hi-flo (per site reporter), will obtain.